Event description:
Customer reported to svc depot that the "drive train slips" and that there was pt involvement. Customer later stated that the device was under infusing quite a bit but does not have any further details. There was no report of pt harm or medical intervention. Customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.